Manufacturer narrative:
Investigation summary: the event unit returned for evaluation. The device was returned in the open position with the blade extended in the jaws. Upon visual inspection, engineering observed eschar buildup on the jaws and in the blade channel of the device. During functional testing, engineering was unable to activate the blade, thus confirming the customer experience. After disassembly of the device, engineering noted an internal component was broken. The root cause of the event is the broken internal component. Applied medical has implemented process changes and will monitor its vigilance systems for trends and take appropriate actions as necessary.

Event description:
Additional info rcvd: "a second hand piece with the same lot number was used to complete the procedure."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic left ovarian cystectomy - "around the 4th activation the doctor noticed the hand piece was not cutting tissue. The doctor tested the cutting performance on a piece of paper the hand piece was unable to cut the paper." Tissue type: ovary. It was a small tissue bundle that was not diseased. No eschar on jaws. Patient status - no patient injury.